Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the event that required medical intervention, cannot be ruled out. Myelotoxicity was not related to optune gio device use. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of tfh201391 is june 08, 2016.

Event description:
A 52-year-old female with astrocytoma, who grade 4, started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure that she had developed raw, open areas and itchiness on the scalp. Optune gio therapy had been temporarily discontinued on (B)(6) 2025. The treatment site reported that the patient experienced a localized skin reaction attributed to the array adhesive. Recommended management included cleansing the area with baby shampoo, applying clobetasol, and removal after 15-20 minutes with alcohol wipes. Additionally, the healthcare provider prescribed sulfamethoxazole-trimethoprim for leukopenia secondary to temozolomide-induced myelotoxicity, which was expected to provide benefit for the skin eruptions. Multiple attempts were made to contact the prescribing physician; however, no response was received.